Manufacturer narrative:
The customer did not supply any information on the sample collection type or method of analysis. Quality control (qc) was noted to be running out of specification on (B)(4) 2013 but customer would rerun the qc material with acceptable results prior to running patient samples. The customer also indicated that the triglyceride (tg) qc was out of specification. The customer attempted to run the tg/uric acid carryover test and it gave suppressed results on some of the tg results. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found the chemistry cartridge (cc) sample syringe needed to be replaced. The fse also noticed that neither mixer paddles were being washed while performing alignments. The fse observed that there was no delivery of wash solution from the lines. The fse readjusted the tubing lines and moved all lines at the manifold to ensure no lines were restricted. The fse verified that both wash stations were now filling and washing. The fse performed the pvt sample probe carryover test which failed. This was due to one cuvette #10 that was dirty. The fse cleaned the cuvette which resolved the issue. Failure mode is cc side hardware. Multiple hardware parts were replaced/adjusted. Any of which could contribute to the erroneous false high/low assay results including critical assays. The following mdrs are associated with this event: 2050012-2013-00552, 2050012-2013-00554.

Event description:
A customer contacted beckman coulter (bec) in regards to obtaining six (6) erroneously high magnesium (mg) patient results generated on the unicel dxc 600i synchron access clinical system on three (3) separate days ((B)(6) 2013, (B)(6) 2013, and (B)(6) 2013). This report documents the one (1) erroneously high mg patient result generated on (B)(6) 2013. The erroneous result was reported out of the laboratory. The sample was rerun on an alternate dxc instrument which recovered a result within normal range and an amended report was issued. The customer did not provide patient data printouts. The customer verbally stated the results to bec hotline. No patient demographics were supplied by the customer (age, date of birth, gender, weight). There was no death, injury, or affect to patient treatment associated with this event.